Manufacturer narrative:
Medwatch sent to FDA on 9/10/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, tenderness and hard nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, skin irritation and pain: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Amongst which: (non exhaustive list) inflammatory reactions (redness, oedema, erythema, etc.) Can appear after the injection which can be associated with itching or pain on pressure. These reactions can last for a week. Indurations or nodules at the injection site".

Event description:
Healthcare professional reported injecting a patient with unspecified juvederm voluma in the cheeks. Patient also had juvederm volbella with lidocaine in the tear trough and lips. The patient recently had an "immunization booster (boostrix)" and the patient noticed "swelling and tenderness" in the areas where fillers were. Patient went to their doctor for medical treatment and was given prednisolone and keflex. The "swelling and tenderness" subsided, but the areas are now "hard to touch" in the lips and tear troughs. Hard nodules are still being managed. No additional treatment was given and symptoms are ongoing

Event description:
Additional information: symptoms have resolved with no further follow up.